Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained rv oversensing due to lead noise were observed. The noise was reproducible in-clinic when the patient coughed. An increase in capture threshold was also noted. The lead was capped and replaced.